Event description:
It was reported that while using a bd connecta 3-way stopcock with bd q-style during a sedation procedure for a fractured body part, that the medication, propofol, began leaking from the bd q-style exposing the pt and the clinician to blood and medication. The propofol leak caused the pt to wake up during the sedation procedure. The bd q-style was changed on the pt's IV line and as of this date there has been no further report of additional medical interventions or adverse events for either the pt or the clinician.

Manufacturer narrative:
The sample is available for eval. Upon completion of the investigation, a supplemental report will be filed. Of note, multiple attempts have been made to obtain additional info and no further info is available. A quality notification review was done on the reported lot number 3275095a57 and no irregularities were found. (B)(4).